Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that braid protrusion occurred. The target lesion was located at the proximal left anterior descending (lad) artery. During the percutaneous coronary intervention (pci), the device was engaged in the left coronary artery and the guide wire was inserted to the lesion. A non bsc balloon catheter was advanced to the lesion. When the balloon was inflated, it did not inflate. When it was removed from the body, the balloon was found to be ruptured. Thus, a new non bsc balloon was unpacked and advanced to the lesion again. The physician attempted to inflate the balloon, however it did not also inflate. When it was checked outside the body, the balloon was found to be ruptured. When the devices used together ,a part where in the braid protruded on the lumen side of the side hole of the device was confirmed. No patient complications were reported.